Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient three days post implant that they were experiencing diaphragmatic stimulation. The lead was reprogrammed but the problem persisted. The lead remains in use. No patient complications have been reported as a result of this event.